Event description:
Pt was having a device implanted port, with a groshong catheter removed because of infection. When attempting to remove infected port from pt, the catheter tip broke off and settled in the right ventrical. Attending doctors recommended the tip be left rather than be fished out. Pt was let go home the same day, and is doing fine.